Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that the customer was using a non-philips spo2 cable. The fse warned that this interferes with the measurement of the spo2 signals. The device was operational after the customer switched to a philips spo2 cable.

Event description:
The customer reported that the saturation evaluation is incorrect from the device. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer reported that the saturation evaluation is incorrect from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.(B)(6).

Event description:
The customer reported that the saturation evaluation is incorrect from the device. It is unknown if the device was in use at time of event, there was no adverse event reported.